Manufacturer narrative:
Initial.

Event description:
It was reported that an occlusion alarm occurred on the ilet while using a steel contact detach infusion set with 23-inch tubing, with observed kinking in the tubing and elevated blood glucose of 212 mg/dl; delivery was resumed but multiple occlusions prompted a set change. Symptoms included hyperglycemia and headache. Outcomes included a delay to therapy until the infusion set was replaced. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, the reported issue involved lack of insulin effect due to occlusion, and the device component implicated could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.